Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have conductor wire weld damage. The ear of the distal clevis was cut during in-house inspection and found the conductor wire to be broken at the weld on the monopolar yaw pulley. Electrical continuity was tested and performed. The root cause is attributed to a device design. The instrument was found to have thermal damage on the monopolar yaw pulley and on the distal clevis at the distal end. Thermal damage on the monopolar yaw pulley and distal clevis were likely caused by the conductor wire weld damage. The root cause is attributed to a device design. The instrument was also found to have thermal damage on the conductor cap, likely caused by the weld damage. The root cause is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the permanent cautery hook (470183-14/t10190314 0064) was performed. The instrument was last used on 14-dec-2020 on system sk2649. The instrument was not confirmed to be used on the provided event date of (B)(6) 2021. The instrument has 7 uses remaining. Upon review of the provided image, thermal damage/black char marks were observed on tip of the pch instrument. This is consistent with the reported complaint of "electrical leakage occurred at the wire of the hook wrist joint". Based on the information provided at this time, this complaint is being reported due to the following conclusion: the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. Damage to the conductor wire of the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted lobectomy surgical procedure, electrical leakage was observed at the wire of the permanent cautery hook (pch) wrist joint. There was no report of fragment(s) falling inside the patient. There was no reported injury. Due to the alleged issue, the procedure was delayed by 5 minutes. The customer is unable to release patient demographic information for this event. On 08-may-2021, intuitive surgical, inc. (Isi) obtained the following additional information from the customer: the nurse confirmed that the pch instrument was used during a lobectomy procedure. The event date was not confirmed to have been used on the provided event date of (B)(6) 2021. Prior to use, the reported instrument was "roughly checked" but reportedly did not undergo a detailed inspection. The issue occurred after approximately less than half an hour of use. Monopolar cut was being activated with the arcing was observed. The customer was using the covidien generator with esu settings cut:45 coag:40. The fenestrated bipolar forceps instrument was also being used during the procedure. There was no collision with other instruments. The instrument tip was in contact with tissue when the arcing occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the event. The customer was unable to provide information pertaining to the patient medical history, pre-existing medical conditions, or tests/laboratory data specific to the incident.